Event description:
The customer reported to an olympus endoscopy account manager (eam) that during an upper endoscopic ultrasound (eus) procedure using an evis exera iii duodenovideoscope (tjf-q190v), tissue was found in the distal cap (subject device) upon removal of the scope. The sequence of events was as follows: 1) the physician first inserted the eus scope and performed/completed the procedure (to treat dilated pancreatic duct). 2) the physician then switched to the evis exera iii duodenovideoscope to view the ampulla of vater to assess its condition after the procedure. 3) upon withdrawal of the evis exera iii duodenovideoscope, tissue was found in the distal cap. 4) a direct view endoscope was inserted next and the physician found a linear mucosal tear in the stomach; the submucosa was intact-no perforation. The patient was treated with one month of proton pump inhibitor (ppi) therapy. No additional consequences to the patient were reported. This report is related to complaint number (B)(4), for the tjf-q190v scope, which was reported under MDR number 8010047-2021-04189. This event has been submitted by the importer on MDR# 2429304-2023-00020.

Manufacturer narrative:
The device history record was not able to be reviewed for this device (maj-2315) since the lot number was not provided, and the device was not returned for evaluation. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A review was performed on the manufacturing process to determine if there has been any change on 5m which could affect the product. There was no abnormality or deviation that could contribute to the reported issue. In addition, the manufacturer tested a distal cover in their stock and verified that it conforms to the product specification. Based on the results of the legal manufacturer's investigation, although a definitive root cause could not be determined, the following are presumed to be the likely causes: if suction is activated or the distal end of the scope is pushed against the mucous while removing the scope, gap(space) can develop between forceps elevator and forceps channel, and between forceps elevator and the distal cover. Mucous can be trapped in the gap and damaged by the edge of the distal cover. It could lead to tissue injury, and tissue being embedded in the distal cover. It has been found from the corrective and preventative (CAPA) action investigation that the mucous membrane is maintained in the sucked state for several seconds even after the suction operation is stopped, and the suction operation is not performed during the removal. Even if the tip cover is not cracked, mucosal damage can occur if the scope is removed immediately after the suction operation is stopped. The instructions for use (IFU) provides the user the following information related to the reported event: "important information ¿ please read before use: examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges." Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Olympus will continue to monitor field performance for this device.